Manufacturer narrative:
(B)(4). The sample was not available; however the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240/2367 alarm, which occurred on the homechoice (hc) during use during dwell 3 of 5. The baxter technical service representative (tsr) had home patient (hp) cycle power. The tsr explained that if therapy were to continue on the cycler, they would need to start over with new supplies. The hp was going to discontinue on the cycler and call the peritoneal dialysis nurse in the morning for further therapy instructions. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the hp, she stated that they never figured out what the cause of the alarm was. The rn was notified and the hp was assisted with drain and re-training. There were no injuries reported. There was no medical intervention.